Event description:
Customer reported that the teeth will not align when an attempt is made to secure the enclosure closed. There was no pt incident or injury reported.

Manufacturer narrative:
Eval, results: inspection of the returned product revealed the pt access panel side front has one inch broken stitches on the mattress compartment tape zipper and one inch broken stitches on the connecting red zipper. Note: posey instructions for use warning indicates: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).